Manufacturer narrative:
(B)(4). Required intervention no longer applicable. No serious injury.

Event description:
Additional information received reported that the brand of the device was "(B)(4)." It was determined that the device was from another manufacturer.

Event description:
It was reported that the patient had 2 implants fail, miserably. The patient¿s second device had a 7 year battery, and after 7 days the battery was dead. The patient had to have everything removed so they could have diagnostic tests performed. The patient could not have an MRI done or anything else that took magnetic resolution. The patient went back to medication maintenance and exercise, which was working for the patient after 30+ years. Information regarding if the patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).